Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display but the backlight was still working. The customer reported that there was fluid under the lcd display. The customer's blood glucose was 251 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that they were already discontinued using the insulin pump and already reverted to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.